Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by legal that the patient underwent a hernia repair procedure for a developed left-sided reducible recurrent hernia and mesh was implanted. The initial mesh prosthesis remains in-situ and an additional mesh was sutured in place. The patient experienced hematoma and a second re-operation was completed on the same day. No additional information was provided.